Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 4 similar events reported by the user facility.

Event description:
During use of a 5f mynxgrip for vascular closure, the balloon burst during use. Hemostasis was achieved by manual pressure and there was no patient injury. No additional information is available.

Manufacturer narrative:
During use of a 5f mynxgrip for vascular closure, the balloon burst during use. Hemostasis was achieved by manual compression and there was no patient injury. Attempts to gather further information were unsuccessful. The product was not returned for analysis. Review of lot f1828902, UDI# (B)(4), f1828902, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, vessel characteristics, such as peripheral vascular disease and/or calcium, may have contributed to the reported event. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the product history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.